Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: the black box history revealed multiple replace battery alarms as well as excessive battery usage observed. The pump was returned with the battery cap which was able to be fully tightened to the pump. A power loss was not observed. Current draws were out of specification. Further investigation revealed internal components were defective causing a short battery life. There was no evidence of moisture identified in the pump when the case was removed. There was no evidence of intermittent contact on the battery terminal contacts. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, there was a crack in the battery compartment. In addition, the keypad was peeling, but all of the buttons were responsive and no contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery stopped working. The reporter stated that the problem did not resolve after attempting to replace the battery multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.